Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the device never worked and caused nothing but problems. Patient stated they were told their device would last 5 years before a replacement but only lasted 2 years before it 'went bad' and the battery died. No further complications were reported.